Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient's total unit will be removed on (B)(6) 2017. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) regarding a patient. It was reported that the patient's ins could not be charged because they have depleted their battery 3 x and it could not be charged up any longer. It was reviewed that ins cannot be put into MRI mode if at end of service and they would need to replace ins. Also reviewed that they can work with implanting hcp to determine patient eligibility for head MRI. MRI not related to device or therapy. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a family member/friend of the patient reported that the entire system was removed on (B)(6)2018. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding the patient. It was reported that the patient¿s implantable neurostimulator (ins) was overdischarged. The battery was then charged to 25%, but when trying to clear the power on reset (por), an end of life (eol) strike 3 was seen. It was noted that the patient had a stroke since implant, and now has memory issues. Therefore, they don¿t understand how to charge their device anymore. The patient was directed to follow up with their healthcare provider in order to inquire about being a candidate for a primary cell device. No patient symptoms were reported. No further complications were reported. The patient was implanted for spinal pain.